Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 (full height) was sensing open and not detecting closed. The field service engineer (fse) reinstalled the magnet, restoring proper sensor detection. Drawer status was tested and confirmed working normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.